Event description:
It was reported that the pump displayed the elective replacement indicator message and that it reached end of service a month before it was expected; the pump was replaced. The patient experienced severe spasticity and respiratory effects (unspecified). The patient outcome was pending at the time of this report. The pump was delivering baclofen, tramadol, bupivacaine and clonidine.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
Final product analysis found this pump operated as designed and no significant anomaly occurred. The pump motor was at end of service (eos), due to motor revolutions. An elective replacement indicator (eri) occurred due to motor revolutions and indicated a replacement date of (B)(6) 2012 however, a eos occurred due to motor revolutions by (B)(6) 2012. This pump was running at a high infusion rate of 2.385 ml/day. This rate is over the maximum 90 day threshold rate of 1.5ml/day. On page 10 of the synchromed ii implant manual ((B)(4)), our labeling indicates that the 90 days between eri and eos only applies to pumps at infusion rates of up to 1.5 ml/day. "The eri thresholds allow the pump to operate for a minimum of 90 days, at rates up to 1.5 ml/day, between eri activation and eos (figure 4)."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).